Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient's system diagnostics recorded low impedances caused by the extension. It was also reported patient's ipg was eri, and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg was explanted and relaced to address the issue. The impedance issue corrected with the proper insertion of the new ipg. There were no complications. Investigation was unable to determine which of the extensions attributed to the event. The allegation is against 1 of 2 extension; however, it is unknown which extension(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 6994809.

Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 extension; however, it is unknown which extension(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 6994809.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.